Event description:
The physician inflated the angiosculpt device to greater than 20 atmospheres (atm) in a calcified lesion. Physician had difficulty removing the angiosculpt device from the left main (lm) and the proximal left anterior descending (lad) arteries. The shaft of the angiosculpt device broke and the balloon and scoring element was stuck in the calcified lesion (distal to lm and proximal lad). The physician installed a intra-aortic balloon pump and the pt was referred for coronary artery bypass grafting. Pt is in stable condition. Additional info received on (B)(4) 2012: the surgeon was able to remove or cut part of the balloon. Physician made a small incision on the aorta and tried to pull on the catheter. Physician pulled hard enough and he could see part of the lm prolapsing toward him and had to cut what he could as the distal part of the balloon would not come out. Additional info received on (B)(4) 2012: the pt had died on (B)(6) 2012, due to complications (multiple organ failure, sepsis, and hepatic cirrhosis). No complications on the cardiac side.

Manufacturer narrative:
The distal portion of the angiosculpt device got left behind in the pt. The pt was sent to cardiac surgery for balloon removal and bypass. This resulted in prolonged hospitalization and additional medical intervention to prevent permanent damage. The angiogram and the procedure log were received for evaluation. The angiogram demonstrated multiple inflations in the calcified lesion, including inflation at pressure greater than 18 atm, which is off-label use of the device. The final image on the angiogram demonstrated a piece of the catheter left behind in the lm and proximal lad lesion. The procedure log confirms a 2.5 x 15 mm and 3.0 x 8 mm trek balloons used for pre-dilatation. Both balloons burst at the fourth inflation. The angiosculpt device was inserted and inflated four times at 6, 18, 22, and 20 atm. During removal, the technician noted that the balloon broke in the coronary artery. The physician inserted a balloon pump through the right femoral artery and the pt reported diminished pain. The physician tried to remove the angiosculpt device using an infusion catheter and vascular solution lasso ensnare (not manufactured by angioscore) but had no success. The procedure was considered complete with no bleeding or hematoma noted. The pt was sent to cardiac surgery for balloon removal and bypass. The intermediate shaft and proximal shaft of the angiosculpt device was returned for evaluation. The distal shaft and balloon that separated was not returned for evaluation. The device separated at the intermediate shaft approximately 3.25 inches distal from the distal end of the hypotube. The distal end of the intermediate shaft appeared stretched. The device was used off-label by exceeding the rated burst pressure (rbp) of 18 atm. Angioscore instructions for use (IFU) states that the balloon pressure should not exceed the rbp. According to the instructions for use (IFU) for angiosculpt scoring balloon catheter, retained device components is listed as a possible adverse effect of the procedure.